Event description:
It was reported that the turret brake handle was broken causing operational hazards. There was no adverse pt involvement reported. There was no information reported.

Manufacturer narrative:
A ge service representative performed an investigation. The malfunction was verified. A replacement handle has been ordered and the handle will be replaced and the system checked. No further problems are anticipated once repairs are affected. An additional report will be generated and submitted if further info becomes available.